Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pneumothorax caused by a "puncture" during implant of implantable pulse generator (ipg). It was also reported that the patient experienced chest tightness and discomfort when "going up and down the stairs". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.